Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that between 8:30 pm and 9:00 pm, the patient had tunnel vision 3 days after the sensor was put on the arm. The patient uses insulet op5 in modified closed loop. At that moment, she wasn¿t looking at her "receiver" or mobile device. She glucose tablets and lost consciousness. She collapsed, hit her head, and experienced a seizure due. The patient was taken to the emergency room (ER) in an ambulance. Upon arrival, she underwent a CT scan and routine blood tests were also conducted. She received IV fluids for approximately 3¿4 hours. At the time, both her cgm and bg meter readings were unknown. She was discharged around 4:30 am on (B)(6) 2025, after spending roughly 8 hours in the hospital. She was diagnosed with a mild concussion and had minor bruising on her tailbone from the fall. During the call she had occasional headaches and dizziness and soreness. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to no log data to review. No additional patient or event information is available.